Event description:
The user facility reported that during a patient procedure, one of the two surgical lightheads went out. The user facility replaced the bulb however; the light reportedly would not turn back on. The second lighthead was not affected and the procedure was completed successfully without issue. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the lights and found that the 24 volt connector at the spring arm knuckle had a poor connection. The technician replaced the connector and returned the lights to service; no further issues have been reported. The lights subject of the reported event were manufactured in 2002. The lights are not under steris service contract and are maintained and serviced by the user facility's engineering department. Steris has offered the user facility a quote for replacement lights due to their age and is awaiting a response.